Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that therapy did not work the night before report. The patient noted that when they checked their implant on the day of report, the therapy was off. The patient stated that a manufacturer representative (rep) had turned it on the day before report and that they were told to use the turn therapy on key to connect with the implant. The patient was instructed to always start with the sync key. The patient noted that therapy was on again and that they would follow up with the healthcare professional (hcp) to determine how they should adjust therapy. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.